Event description:
It was observed that during the device evaluation, the deflectable videoscope's adhesive around the objective lens was peeled and the bending section cover adhesive was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a degradation problem that led to the malfunction. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.